Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to remove could not be tested due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined; however, factors that may contribute to stent dislodgment include, but are not limited to, crimping during manufacturing, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, interaction with accessory devices, previously placed stents and/or patient disease state. Factors that can contribute to difficult to remove include, but are not limited to, kinks, bends, procedural technique, insufficient support, or interactions with other devices. In this case, it is possible that the device may have interacted with accessory devices (introducer sheath) during retraction, as resistance was noted, causing the observed material deformation, which contributed to the reported difficult to remove, ultimately causing the reported stent dislodgement inside the introducer sheath; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the left radial artery. The 7.0x59mm otw omnilink elite stent delivery system (sds) was advanced to the target lesion when the physician decided to exchange the device for a different size. The sds was pulled back however resistance was met with the introducer sheath. The stent became stuck in the introducer sheath and dislodged. The sheath was simply removed with the dislodged stent inside. The procedure was completed using a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.